Event description:
Cpi received info that this implantable pulse generator (ipg) did not meet physician expectations with respect to longevity.

Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) exhibited premature battery depletion. The device was explanted and returned to st. Paul for analysis.